Event description:
It was reported that during a photo selective vaporization of the prostate (pvp) procedure, the fiber broke after 95,000 joules had been expended. A new fiber was used to complete the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified that the fiber glass cap was moving independently within the metal cap, indicating a glue failure. Additionally, severe debris was adhered to the metal cap and there was moderate devitrification at the output window. The fiber was functionally tested with the helium-neon (hene) laser fixture; however, the aim beam was observed at the output window and there were no signs of breakage along the length of the fiber. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the glue failure. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Although analysis identified fiber tip devitrification, please note that devitrification observed is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Based on analysis results, the interaction between the user and device caused or contributed to the identified glue failure. However, the as reported event of fiber break was unable to be confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke after 95,000 joules had been expended. A new fiber was used to complete the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.